Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. (B)(6). If explanted; give date: planned treatment is scheduled january 16, 2019. To date, the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device can not be performed as a serial number was not provided. If there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had unexpected postop refraction (myopia) after the implantation of model zcb00 monofocal iol (intraocular lens) in their right eye (od). A planned treatment (explant) is scheduled (B)(6) 2019. There were no other patient issues reported. Left eye implanted with a tecnis toric zct150 +22.0, (B)(6) 2019. Patient's visual acuity preoperative od: +2.25 -0.75 146°. Patient's visual acuity preoperative os: +2.00 -0.75 11°. Patient's visual acuity postoperative od: -1.00 -1.25 180°. Visual acuity post-op ((B)(6) 2019): od: -1.00 -1.25 180°, os: -0.75. No additional information provided.

Manufacturer narrative:
Based on new information received, the customer utilized old lens serial number, (B)(4) and replacement lens serial number, (B)(4). Hence, the lens was explanted. Correction: initial report indicated lens model, zcb00 with unknown serial number. Upon learning the lens serial number, (B)(4), lens model has been updated accordingly: model #: updated from zcb00 to pcb00. The following sections have been updated as well: serial#: (B)(4), catalog#: pcb0000225, expiration date: 5/22/2021, UDI #: (B)(4). If explanted; give date: unknown/not provided. Device manufacture date: 5/22/2018. Patient (B)(4) ¿ updated from planned treatment to explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: based on new information the lens was explanted on the (B)(6) 2019 and subsequently discarded. No surgical interventions were necessary. The patient has issues while driving but no additional details have been received. If explanted, give date: (B)(6) 2019 device evaluation: product testing is not possible as the explanted lens was discarded, a product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed no other investigation request has been received for this production order. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.